Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. A review of the device history record did reveal one related exception documents. The complaint database was reviewed and found one similar device complaint for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for this device. The root cause is attributed to the mfg process.

Event description:
The distributor reported that a foreign object was identified as a barrel of the syringe included in the kit during their initial inspection of received product. The device was not sent to a user facility.